Manufacturer narrative:
The company representative examined the system and replaced the lpas (low pressure air source) manifold assembly and the lpa/illuminator controller. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported a patient had received peribulbar anesthesia in preparation for surgery. The procedure had not yet started when the system displayed a message and locked. The case was canceled. There was no harm to the patient.